Manufacturer narrative:
Inspection of the returned device revealed the posterior foot pocket was broken. A review of the device history record for this lot did not produce any findings relevant to this investigation. The probable root cause is that the needle tip deflected low and hit the actuator wire slot, which caused the foot to break.

Event description:
Reported due to footbreak found during device investigation. The physician attempted an arteriotomy closure with a perclose proglide device after a diagnostic procedure. The device was inserted and reportedly, the "posterior cuff separated from the suture." Hemostasis was achieved with manual compression. The pt did not experience any adverse reactions. Although requested, no add'l info was provided.